Manufacturer narrative:
(B)(4). The lot 13k078 was manufactured between october 24, 2013 and october 25, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The unit contained approximately 70ml of fluid in its reservoir. Visual inspection on the unit (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer. The reported condition could not be verified. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow after being filled with an unspecified chemotherapeutic solution and diluent and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.